Event description:
It was reported that a few hours after implant of the cardiac resynchronization therapy defibrillator system, this left ventricular (lv) lead was found to be dislodged. It was not stimulating the heart when tested. The threshold was 7.0 v @1.5 ms. The lv lead was explanted on (B)(6) 2025 and replaced with a non-boston scientific lead. It was noted that the crt-d also had to be replaced to accommodate the new lead. No additional adverse patient effects were reported. It was not reported whether the lead or device would be returned.